Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an air leak could not be conclusively determined.

Event description:
During the supraventricular tachycardia procedure, when the dilator was removed, the valve on the introducer let air pass through. The device was replaced to resolve the issue and there were no adverse patient consequences.